Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on april 3, 2019. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 141 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer did not want to troubleshoot for insulin pump. The customer was treated with insulin drip and fluids. Customer did not allege pump was under delivering. Customer was unsure if insulin pump system had been used within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active. The device will not be returned for analysis.